Event description:
During follow-up, the device reached its elective replacement indicator prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature depletion was confirmed. The device image was reviewed, high current was observed on the monthly fuel gauge trend, and was determined to be the cause of the premature depletion. Functional testing was performed, which included pace output testing, impedance measurements, sense testing, and high voltage testing, and the device showed normal function. The device was cut open, however no source of high current was able to be identified and the cause of the high current was unable to be determined.